Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of an eluvia self-expanding stent system with a 0.014-inch guidewire in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the handle is open. There are multiple kinks along the middle sheath. The proximal inner liner is prolapsed. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis confirmed that sheath is kinked which would have contributed to the deployment issue and stent deformation.

Event description:
It was reported that the stent partially deployed, and elongation of the stent occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery (sfa) and popliteal. A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for the procedure to treat peripheral arterial disease (pad). During stent deployment, an attempt was made to pull the pull grip, but it was unsuccessful in completing deployment. Additional manipulation was used, and the entire deployment system was pulled in order to deploy the rest of the stent. As a result, the stent was elongated approximately 10cm. The stent was implanted, and balloon angioplasty was performed using a 7x150mm sterling balloon. There were no patient complications, and the case was completed successfully.

Event description:
It was reported that the stent partially deployed, and elongation of the stent occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery (sfa) and popliteal. A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for the procedure to treat peripheral arterial disease (pad). During stent deployment, an attempt was made to pull the pull grip, but it was unsuccessful in completing deployment. Additional manipulation was used, and the entire deployment system was pulled in order to deploy the rest of the stent. As a result, the stent was elongated approximately 10cm. The stent was implanted, and balloon angioplasty was performed using a 7x150mm sterling balloon. There were no patient complications, and the case was completed successfully.